Event description:
The complainant alleged that during treatment of a pt (age and gender unk), the device was charged to 200 joules but the clinician determined not to defibrillate a pt and attempted to internally discharge the energy. However the device displayed a "cannot dump" message. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.